Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted a power handle error on the screen of the handle. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to device design. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. This condition has a potential for patient harm. If the fpga is unable to reset and a motor move is commanded, such as motor test at initialization, the result is power pack error as described in the reported condition. An improvement was implemented to prevent this condition from recurring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, during preparation, there was a power handle error: the handle inside a red circle with a line. A new handle was used to resolve the issue. There was no patient involvement.